Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a wrist fusion surgical procedure, it was observed that the small battery drive device was working but was making a noisy sound when used with the quick coupling device. According to the report, the noise sounded like "rough bearings or lack of oil." It was reported that the drill functioned adequately to finish the procedure. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.